Event description:
It was reported that oversensing was observed when device was manipulated. Upon opening the pocket, lead to can abrasion was noted. It was noted that the patient is very active. The lead will be explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes the lead was capped.